Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04433. It was reported by the pt she had never had a permanent scs system implant due to complications during the procedure. It was reported on (B)(6) 2009 the pt was brought into the operating room and the physician attempted to place a lead (device 1), but was unsuccessful in placing the lead. It was reported the physician abandoned he procedure to implant the next day. On (B)(6) 2009 the physician placed two leads (device 1 was the same lot number as one of the leads placed on day 2) and began to tunnel the leads to the ipg pocket area. It was reported the pt's heart stopped and the pt quit breathing. It was reported the leads were removed and the pt was turned over; CPR was performed. The pt reported she had never attempted to receive an scs system implant since the incident.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.